Event description:
Revision surgery for patella loosening at about 1 year and 3 months post primary. The surgeon revised also the liner from 12 mm to 14 mm thickness to restore the knee stability.

Manufacturer narrative:
Batch review performed on 07 december 2022: lot 2102487: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional component involved: gmk-sphere 02.12.0412fl tibial insert fixed sphere flex size 4/12 mm l (k121416) lot. 1909422: (B)(4) items manufactured and released on 28-nov-2018. Expiration date: 2024-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.